Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash on his back. The nurse reported that they have cleaned the area with warm water. The nurse reported the rash on the back had improved a little.